Event description:
The report received from the affiliate states that during treatment of lesion with a cypher 2.25 x 18 stent, the durastar 2.5 x 10 balloon burst during post-dilation. The age and gender of the pt is unk. The procedure being performed was a stenting of a lesion located in the mid left anterior descending artery (lad). The characteristics of the vessel are unk. The product was properly inspected and prepped, and no anomalies were noted. It is unk where the physician made access to the pt. It is unk if there was any difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. It is unk if there was any difficulty crossing the lesion with the balloon. The stent was successfully delivered. Post-dilation was performed with a durastar balloon. When the balloon was inflated to 14 atmospheres with an indeflator (medtronic) it burst. It was noted that the contrast to saline ratio was 50:50. The balloon was safely removed from the pt and another similar balloon was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.